Event description:
It was reported that during a colon resection, the device did not complete the anastomosis. The case was completed with handsewing. A colostomy was performed, and will most likely be temporary. Patient is doing fine.

Manufacturer narrative:
Information anticipated, but unavailable at this time.